Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). The battery was at 28% now down to 15%. Device data shows power consumption is increasing in a gradual fashion, consistent with hydrogen degradation of a component, bd behavior. Boston scientific technical services (ts) confirmed the device is malfunctioning and should be replaced. The device remains in-service. No additional adverse patient effects have been reported.